Event description:
Liver retractor broke during surgery. Abdomen searched and several pieces collected. X-ray taken and showed several pieces remained in subcutaneous tissue at the site of the port used for the liver retractor.